Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient had a water vapor therapy procedure for benign prostatic hyperplasia. Three injections were performed on the right and left lobe, and three injections performed in the middle lobe, and it was noticed there was minor bleeding. The patient was discharged from the hospital eight days post procedure. During the patients three-month follow-up on november 17, 2023, it was detected that the patient was found having lower urinary tract symptoms (luts). No information was available regarding treatment for the luts. No further information was provided.